Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that proximal stent rows 1-2 were damaged with stent struts lifted and pulled in a distal direction. The undamaged section of the crimped stent outer diameter (od) was measured using snap and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and midshaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed, 16x2.5mm target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. A 2.50x16mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, the stent struts was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient' status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed, 16x2.5mm target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. A 2.50x16mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, the stent struts was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient' status was stable.